Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose readings were 174 mg/dl, 280 mg/dl, and 274 mg/dl. Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.